Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Patient fell and loosened pkr tibia component. Patient has pain in knee. Dr. Revised pkr with a total knee. No unusual circumstances.

Event description:
Patient fell and loosened pkr tibia component. Patient has pain in knee. Dr revised pkr with a total knee. No unusual circumstances.

Manufacturer narrative:
An event regarding loosening after a fall involving a triathlon pkr baseplate was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: insufficient information was provided for review. The clinical consultant confirmed baseplate loosening from the provided x-rays. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: while the exact cause of the event could not be determined because insufficient information was provided for review, it is possible that the loosening occurred due to trauma. The instructions for use state, ¿adverse effects: loosening of knee components can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis, component malalignment or trauma.¿ further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.